Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarm was confirmed via the log file; however, the alarm was determined to be not related to the hmii system controller, serial (B)(6) . The reported alarm is addressed under manufacturer report number #2916596-2021-00046. The log files spanned approximately 26 days (22dec2020 to 17jan2021 per the timestamp). Multiple pump stops were observed throughout the log file. The driveline was disconnected on (B)(6) 2020 at 08:43 for few hours and was reconnected on (B)(6) 2020 at 12:02. No other notable alarm was observed. The hmii system controller was not returned for analysis. Per provided information, the driveline had internal phase to phase short. No devices will be returned for evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13nov2014. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot various alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had pump stop and driveline disconnected alarms on (B)(6) 2020. Related manufacturer report number # (B)(4). Related manufacturer report number # (B)(4).